Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2013729) on 07-sep-2020. The most recent information was received on 17-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a 44-year-old female patient who had essure (batch no. 927086) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("very heavy menstrual bleeding"), headache ("headaches"), alopecia ("hair loss"), fatigue ("severe fatigue"), tendonitis ("tendonitis"), abdominal pain ("abdominal pain"), diarrhoea ("diarrhoea"), amnesia ("memory loss"), arthralgia ("joint pain") and pruritus ("itching"). Essure treatment was not changed. At the time of the report, the pelvic pain had not resolved and the menorrhagia, headache, alopecia, fatigue, tendonitis, abdominal pain, diarrhoea, amnesia, arthralgia and pruritus outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, diarrhoea, fatigue, headache, menorrhagia, pelvic pain, pruritus and tendonitis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year old female patient who had essure (batch no. 927086) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("very heavy menstrual bleeding"), headache ("headaches"), alopecia ("hair loss"), fatigue ("severe fatigue"), tendonitis ("tendonitis"), abdominal pain ("abdominal pain"), diarrhoea ("diarrhoea"), amnesia ("memory loss"), arthralgia ("joint pain") and pruritus ("itching"). Essure treatment was not changed. At the time of the report, the pelvic pain had not resolved and the menorrhagia, headache, alopecia, fatigue, tendonitis, abdominal pain, diarrhoea, amnesia, arthralgia and pruritus outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, diarrhoea, fatigue, headache, menorrhagia, pelvic pain, pruritus and tendonitis to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.